Event description:
Pt "cfb" (age not available) needed to replace the transfer set because the occluder feet had broekn, and leaks are observed when the minicap is removed. The reported transfer set was placed in february 2006 (less than 3 months). The pt began apd therapy in february 2006. There was no pt injury or medical interfvention associated with this incident.